Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 280 mg/dl. The insulin pump had been exposed to humidity. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.